Event description:
Complainant alleged that during biomed testing the device's paddle controls would not function. Complainant indicated that there was no patient involvement in the reported malfunction.